Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens, -12.5/+4.0/094 (sphere/cylinder/axis) was implanted into the patient's left eye (os) upside down on (B)(6) 2021. On (B)(6) 2021 an alternate lens was implanted and the problem is resolved. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.